Event description:
A hospital reported that two cartons of fisher & paykel healthcare rt235 neonatal breathing circuits were received which contained no pressure lines. We have not received any report of injury to a patient

Manufacturer narrative:
The devices have not been returned for evaluation. Results - our records indicate that no other complaints of this nature have been received for this product. It would appear that the pressure lines used for this breathing circuit assembly were omitted during manufacturing. Conclusions - the product was out of specification. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. This was due to this complaint being received late in fisher & paykel healthcare. We continue to monitor our complaint handling processes for effectivity.